Event description:
The customer reported an intermittent error message of rtos re-booted before gpos re-booted. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos pcb and ffb pcb were evaluated and replaced. Ps1, ps2 and the ups were replaced. The system was tested and found to be working as intended and returned to service.